Event description:
It was reported to medtronic neurosurgery that the physician placed an adjustable valve in a patient, and that the patient was experiencing positional headaches despite it being set to performance level 2.5. According to the report, after 3 weeks of having their shunt implanted the patient had not experienced improvement in their symptoms, which the shunt had been intended to treat. The report states that the physician thought that the shunt did not drain enough to improve the patient's symptoms. It was also stated in the report that the physician believed the shunt was working because the patient experienced the headaches when they were standing or sitting up for more than 30 minutes, and that the headaches would resolve when the patient laid down.

Manufacturer narrative:
The product was not returned. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture.